Event description:
It was reported that at a post-implant check it was noted that there was no atrial capture at maximum outputs. Just prior to the replacement procedure, it was noted upon fluoroscopy that the lead had pulled back but was not completely dislodged. The physician opted to implant a new lead and explant the existing lead. It was noted that there were no obvious signs of lead malfunction prior to explant or upon inspection post-explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 24 jul. (B)(4).